Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that a laser system presented with poor laser power before a procedure. There was no patient involved.

Manufacturer narrative:
The system and fiber were examined and the reported event was confirmed to have been attributed to a non-conforming fiber. However, the system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 26, 2012. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Fiber the system and fiber were examined and the reported event was confirmed to have been attributed to a non-conforming fiber. The fiber was replaced to resolve the issue and was returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 26, 2012. Based on qa assessment, the product met specifications at the time of release. The fiber was received for evaluation. A visual assessment of the returned sample revealed there was a kink in laser fiber. The customer reported experiencing a low laser power output from their slit lamp adaptation kit when used with their system. The laser fiber was found to have a kink. The root cause of the reported event can be attributed to a nonconforming fiber. However, how or when it became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).